Event description:
Boston scientific received information that at the post-operation interrogation, following a non-cardiac surgery, noise and erratic shock impedance measurements of less than 20 ohms were observed. The following day the device interrogation still showed erratic shock impedance measurements, and electromagnetic interference (emi) was thought to be a cause. It was noted that the daily measurements appeared within normal limits and stable since implant. Additional information from the field representative stated that the hospital equipment in the intensive care unit (ICU) was thought to be the cause of the noise and erratic impedance measurements, since the impedance measurements returned to normal when the patient was transferred to a floor unit. The field representative also stated that no additional testing was performed and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.